Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Ps2p/ pena muscle stimulator probes were reported to have "broken" (unspecified) and were not usable. One probe was dismantled and part of the copper cabling inside the insulated sheath was found to be black. The probes all came in contact with the pt.